Event description:
It has been reported to the co that during the procedure while pulling back the zuma guide catheter to the introducer sheath, the transition sleeve of this device was missing. The pt is under careful observation and the device is being returned for the co's analysis.